Manufacturer narrative:
Investigation in progress. No additional information available at this time.

Event description:
It was reported, "hardware irritation - hardware was removed." It is not known at this time whether the device may caused or contributed to this event.